Event description:
Related regulatory report number: 2916596-2021-00311. It was reported that while the patient was inpatient and doing well they suddenly began to crash prior to taking a walk. Patient flows dropped to zero and then began fluctuating significantly with persistent low flow alarms. The patient became hypotensive and became faint during the code situation, but was not unresponsive. Inotropic support was initiated (dobutamine started). The patient's lvad speed was decreased to 4000 rotations per minute. The controller was noted to be extremely hot to the touch. The pump was noted to be running throughout the event with persistent low flow alarms. The controller was replaced which improved the patient condition and a clinical concern for thrombus was noted. The patient was awake and responsive post controller exchange and the new controller was noted to be working well. Log files indicated that the pump power went up to 50 watts, and the patient experienced an lvad fault alarm along with a low speed advisory alarm at the start of the issue on the original controller. There was also an error code ¿lvad rotor displacement¿. A log file analysis also showed a yellow wrench alarm associated with an pump internal fault on (B)(6) 2021 from 17:50 -17:53, where the controller was disconnected. There were no abnormal alarms post controller exchange, but the patient did note that they felt like the pump wasn't working. An additional log file review only noted that the pump speed was decreased below the lsl on (B)(6) 2021 between 19:11:59 and 19:50:00. An echocardiogram was done post controller exchange. The pump speed at that time was 4000 rotations per minute with a flow of 2.0 liters per minute, and the patient was stable. Speed was increased to 5400 rotations per minute following stabilization of patient clinical condition and flow went back to 4.4 liters per minute. Mean arterial pressure (map) was at 81 millimeters of mercury. The patient was stable, awake, and responsive. Their lactate dehydrogenase (ldh) levels went from 188 to 505 and back down to 400s. The patient had also been experiencing tea colored urine since the event but their urine starting to clear on (B)(6) 2021. The patient's pump parameters were back to baseline. A computed tomography angiography showed that the device outflow graft was 2/3 occluded with suspected clots. The cardiologist planned to transfer the patient to their implanting center for possible device exchange, but after further discussion with the implant center the decision was made that the pump would not be exchanged and the patient would not be transferred, as they were stable and the pump appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: broken strain reliefs on the white power cable and the black power cable connector side. Backup battery fault alarm during preliminary testing. Pump running leds were observed to be dim. The reported event of the system controller (serial number: (B)(6)) overheating was confirmed via analysis of the log files; however, the issue was not reproduced during testing of the returned system controller. The log file downloaded from the system controller (serial number: (B)(6) and the submitted log files contained approximately 1 hour of data combined (17:50:38 - 18:41:55 on 14jan2021 per the timestamp). The internal controller temperature was captured to be approximately 75 degrees celsius from 17:50:38 (the first event in the log file) until the driveline was disconnected at 17:53:17. The temperature significantly dropped when the driveline was disconnected, and was observed to be approximately 45 degrees celsius while the driveline was disconnected. The increased temperatures were coincident with increased pump powers and decreased speeds, and associated low flow hazard, low speed advisory/hazard, and lvad internal fault alarms; these are addressed via the pump (reference MFR # 2916596-2021-00311). Following the driveline disconnection, the power cables were disconnected at 18:13:43, and the controller was switched into sleep mode at 18:13:44; these events are consistent with the controller being exchanged. The returned system controller passed functional testing and successfully operated a test pump above the low speed limit for an extended period of time without issue. The controller was tested for temperature elevations during this operation, and the maximum temperature did not exceed device specifications. The maximum internal temperature of the controller was approximately 35 degrees celsius, and maximum external temperature was approximately 27 degrees celsius during testing. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 serial controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard, lvad internal fault, low speed advisory and low flow alarms alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, describes the proper steps to take in case the system controller becomes excessively hot. This section also the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the controller power cables. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.